Event description:
We received the new retainer which unfortunately the same as the previous one!! Extremely tight and when the patient tried it, she ended up chipping her lower incisor!!!! And her lower teeth are all very sore! It is very tight and we struggled to put it on or take it out!!

Manufacturer narrative:
Clearcorrect findings: complaint management received a complaint for the retainer shipped on (B)(6) 2025, due to the device being excessively tight. All protocols were followed; however, complaint management submitted an internal retainer request to add additional blocking of the undercuts. Because this is a retainer only case, we do not have original patient photos or x-rays. The photos added to the complaint show the chipped tooth, but they are quite blurry and difficult to see. Clinical evaluation: the complaint is of a chipped mandibular right central incisor and accompanied by photographs of the area. Unfortunately, there are no previous photographs for comparison. In general, teeth that are in satisfactory condition without caries, extensive restorations, a history of trauma and other issues that may compromise their integrity should be able to sustain the forces of removable aligner/retainer wear. Chipped teeth are not a known complication of aligner/retainer wear. Without further documentation, timelines and other details, there is insufficient information to derive any conclusions regarding the etiology of the chipped tooth. Additionally, the degree of damage is very minor and could be alleviated by smoothing the incisal edge or a simple bonded composite restoration without much further consequence.